Event description:
Malfunction of the solitaire device was noted during a mechanical thrombectomy on a patient with a right-sided middle cerebral artery (mca) stroke with complete occlusion of right internal carotid artery (ica) and m1. Staff reported the solitaire clot retrieval catheter was inserted to remove the clot. Upon removal of the solitaire catheter from the patient's body, it was recognized that the tip of the solitaire catheter was no longer connected to the catheter. Fluoroscopy showed the tip of the solitaire catheter was retained in the brain in the right mca, preventing recanalization. Md was unable to retrieve the detached portion of the solitaire catheter tip.